Event description:
Nursing staff attempted to remove drain from pt's back (post-op lumbar laminectomy and fusion with steffee plates). During gentle steady pull, clear portion of tubing snapped approx one inch beneath skin, leaving a portion of the drain. The attending physician attempted removal without success. Surgical removal was required on 3/21/94.